Manufacturer narrative:
The neuragen 3d nerved guide matrix was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the most likely cause of the complaint is failure to correctly implant the device during entubulation repair. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that an unspecified neuragen 3d nerved guide matrix was being implanted to repair a digital nerve that had a gap of 8mm. As the product was being sutured, it was ripped where the doctor clamped down to take out the inner matrix. No patient injury or death occurred; however, it is unknown if the event lead to a delay in surgery.